Event description:
It was reported to philips that the device experienced low energy.

Manufacturer narrative:
Correct reporter phone #: (B)(6). Correct reporting institution phone # :(B)(6). Reporting address line 1: (B)(6).